Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 8 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 622 ohms through (B)(6) 2016 and rose to 3059 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 41961 ventricular sic since the last session 67 days ago.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic), fast non-sustained ventricular tachycardia episodes and high pacing impedance values. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo.